Event description:
Patient underwent robotic thoracoscopy with lobectomy on (B)(6) 2021. During the procedure while attempting to fire stapler, the stapler stopped for unclear reasons. Provider proceeded with a standard open thoracotomy.